Manufacturer narrative:
Investigation summary: bd received one (1) photo for investigation. The evaluation of the photo indicated foreign matter in used tubes. No molding defects could be identified in the photo. Additionally, 100 retained samples were visually examined, and no foreign matter or molding defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter based on customer provided photos. Molding defects were not confirmed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, there is a molding defect with sharp protrusions and the presence of a plastic filament in an unspecified number of tubes resulting in sampling error. No adverse impact was reported regarding the patient or user.